Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's care giver reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4. After cancelling treatment, fluid was found inside the cycler pump module area. The patient was advised to report to the pd nurse. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry overnight and has been using it since.

Manufacturer narrative:
Correction: a.1., a.5.,a.6. And b.1.

Event description:
A peritoneal dialysis (pd) patient's care giver reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4. After cancelling treatment, fluid was found inside the cycler pump module area. The patient was advised to report to the pd nurse. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry overnight and has been using it since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4. After cancelling treatment, fluid was found inside the cycler pump module area. The patient was advised to report to the pd nurse. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry overnight and has been using it since.